Manufacturer narrative:
Insulin pump was received with complete broken reservoir tube lip. Unable to perform basic occlusion and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. The insulin pump passed the displacement, prime/compromised force sensor system, current test, self-test, and excessive no delivery test noted. No moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator, and battery tube assembly during visual inspection. Insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump was leaking. He was taking insulin but his blood glucose level would not lower than 200 mg/dl. There was a piece in the reservoir area that did not want to stay in the insulin pump anymore. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.